Event description:
The customer reported to philips healthcare that the ready for use (rfu) indicator had a red x along with audio chirp and error ECG malfunction on the heartstart xl+. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.